Event description:
It was reported that the patient experienced limited therapy. Diagnostics revealed high impedances on a lead. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed .additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000110044.